Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired fine initially. On the fourth or fifth firing on the cystic duct, the device misfired. It would not close the clip; the tip closed, but the rest of the clip was open. It also did not load the next clip into the jaws. The clip was removed from the patient. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip; the next clip was not fed into the jaws. The trigger was actuated again and five conforming clips were fed and formed. The lockout mechanism activated as intended. No conclusion could be reached as to what may have caused the feeding issue.